Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but two (2) photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for improper assembly with the incident lot was observed. Additionally, two-hundred (200)retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the tube custom plh 16x100 beige mayoly spnd there was a missing component of product and label lift off/partial peel off. The missing component event occurred 6 times. The label lift/peel event occurred 6 times. The following information was provided by the initial reporter: translated to english. The customer stated: "during production we found beige tubes with the label peeling off, tubes with glue, a tube without a cap and damaged tubes.